Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker system was explanted due to an unknown issue. No new system was implanted. The patient condition was stable.

Event description:
New information received indicated that the pacemaker system was explanted due to infection.

Manufacturer narrative:
Section b1 - 'malfunction' should no longer be selected. The reported event was infection. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Other damages found are consistent with procedural damage. Additional findings unrelated to the reported event: visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the external abrasion was consistent with friction to the device can. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.